Event description:
Customer reportedly received the following results on the aviva plus system within 10 minutes: 550 mg/dl, 258 mg/dl, 378 mg/dl, 88 mg/dl, and 240 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Customer reported 2 vials of strips were used to obtain the discrepant results. Customer does not know which vial of strips produced the discrepant results. This medwatch report is for the suspect device used in system 1 (lot number 490536, expiration date 03/31/2013). Reference medwatch report with (B)(6) for the suspect device used in system 2.